Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message stating that the bolus had not been delivered. There was no reported impact to the customer's blood glucose level. Although requested, the contact did not perform troubleshooting with tandem technical support.